Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 6f guide catheter was introduced and a non-boston scientific guidewire was advanced. The target lesion was predilated with a 2.50 x 15 mm balloon and a 2.75 x 10 mm cutting balloon at 6-8atm. A 3.50 mm x 32 mm promus premier drug-eluting stent was selected for use. Post stent placement and during inflation of the delivery system balloon, the pressure would not rise and blood was seen refluxing into the balloon catheter. Upon withdrawal, it was noted that the balloon catheter was fractured/broken. Despite attempts to remove the broken device with a snare, it remained unextractable. The patient was stable and immediately transferred to a higher-level hospital cardiac surgery department for further management. It was further reported that the target lesion shows 95% stenosed with calcified nodules and mild tortuosity. The patient is currently undergoing convalescent therapy, and it has been confirmed that the fragment was retrieved via open-chest surgery.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). A review of the angiographic recordings provided showed a stent positioned in the mid to distal lad, later appearing partially deployed with damage to its mid to distal sections. The delivery balloons mid to proximal portion appeared stripped from the stent, with markerband movement noted within the guide catheter. The media available does not show any balloon inflation or separation of the delivery system from the stent. As stent deployment was not captured, the partial stent deployment is considered to have been likely caused by a possible insufficient balloon inflation which was not captured. Two images were provided and one of them shows what appears to be a detachment of the polymer extrusion, this image can confirm the allegation in the complaint.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 6f guide catheter was introduced and a non-boston scientific guidewire was advanced. The target lesion was predilated with a 2.50 x 15 mm balloon and a 2.75 x 10 mm cutting balloon at 6-8atm. A 3.50 mm x 32 mm promus premier drug-eluting stent was selected for use. Post stent placement and during inflation of the delivery system balloon, the pressure would not rise and blood was seen refluxing into the balloon catheter. Upon withdrawal, it was noted that the balloon catheter was fractured/broken. Despite attempts to remove the broken device with a snare, it remained unextractable. The patient was stable and immediately transferred to a higher-level hospitals cardiac surgery department for further management. It was further reported that the target lesion shows 95% stenosed with calcified nodules and mild tortuosity. The patient is currently undergoing convalescent therapy, and it has been confirmed that the fragment was retrieved via open-chest surgery.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. Diagnostic imaging revealed 30 to 40 % narrowing in the proximal segment; 80% stenosis in the mid-segment, both segments diffusely calcified with a distal timi flow of 3. A 6f guide catheter was introduced and a non-boston scientific guidewire was advanced. The target lesion was predilated with a 2.50 x 15 mm balloon and a 2.75 x 10 mm cutting balloon at 6-8atm. A 3.50 mm x 32 mm promus premier drug-eluting stent was selected for use. Post stent placement and during inflation of the delivery system balloon, the pressure would not rise and blood was seen refluxing into the balloon catheter. Upon withdrawal, it was noted that the balloon catheter was fractured/broken. Despite attempts to remove the broken device with a snare, it remained unextractable. The patient was stable and immediately transferred to a higher-level hospital cardiac surgery department for further management.